Event description:
It was reported that at the user facility, the toga is ripping and the plastic front panel is peeling away. Additional information has been requested from the user facility.

Manufacturer narrative:
The device was returned for evaluation. Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that at the user facility, the toga is ripping and the plastic front panel is peeling away. Additional information has been requested from the user facility.